Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no issues were found related to the reported issue. A power on self-test was successfully performed. The device successfully completed a short simulated therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death or if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had been hospitalized at the time of death due to an aneurysm on the heart and diseased veins in the heart. It was noted that automated peritoneal dialysis therapy had been discontinued approximately one and a half months prior to death. The patient performed manual therapy during hospitalization but it was reported that therapy was not being performed at time of death. The cause of death was reported to be a cardiac aneurysm. An autopsy was not performed. Additional information was not available. The device was distributed for use over five years ago and has been reconditioned/serviced since its original manufacture date. There were no non-conformities, rework activities, or first pass test specification failures related to the reported event. Review of device history indicates manufacture of the device is not related to the reported event. As automated peritoneal dialysis was not being performed prior to or at the time of death, the homechoice device is no longer considered suspect for the reported death. Should additional relevant information become available, a supplemental report will be submitted.